Event description:
Litigation papers allege: pain, difficulty walking, a difference in the lengths of his legs, and ultimately the implant became loose. Due to chronic pain and discomfort the patient had a revision surgery.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/18/2012 - pfs and medical records received. Doi is being updated and changed to (B)(6) 2010. Original litigation states the patient was revised for pain, discomfort, leg length discrepancy, and implant loosening. According to new litigation and operative notes the patient was taken to operating room on (B)(6) 2011 for an infected right hip and all implants were removed and spacers were placed. The operative note confirmed loosening of the cup. The unknown cup is being changed to an unknown liner. An unknown stem, cup, and 3 screws are being added and reported. Litigation states the patient was revised with new implants on (B)(6) 2012, but there is no operative note to support this. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of the cup and stem and underwent a total hip re-implantation on (B)(6) 2012.